Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing in the past, the device was programmed in primary vector. At this time, the device is programmed in secondary vector, and the s-ICD inappropriately recorded an untreated episode. During the follow-up, again an inadequate detection was noted under physical exertion with noisy signals. The patient went for another check-up and the same t wave oversensing was noted at rest. The health care professional (hcp) indicated that this case has been resolved as they found out a third party reprogrammed the device to primary vector. The hcp now programmed back to secondary and no further support was necessary. The lead information was not available. This s-ICD remains in service. No adverse patient effects were reported.